Event description:
The pt reported she began to feel ill and her blood glucose measured "hi" on her blood glucose monitor. She bolused 20 units of insulin through the infusion device, but her blood glucose did not decrease. She noticed insulin leaking at the adapter and she changed "everything." She again bolused 20 units of insulin but her blood glucose did not decrease. She switched to her backup infusion device and her blood glucose decreased within 15 mins. Her normal blood glucose level is 10 mmol/l (180 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.